Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-05697. It was reported the patient had become unresponsive a day after her scs system implant procedure. The physician stated the patient's condition was related to an adverse reaction to the anesthesia. Follow up identified the patient's condition had improved, and the patient was able to sit up.